Manufacturer narrative:
H3 device evaluation - five rod segments were returned. Eight or nine potential fracture sites are present. Rod fractures were examined with the aid of a loop or with a low magnification scope. Some fracture surfaces consist of shiny regions above and below the center region. The shiny regions are believed to be due to the broken surfaces rubbing against each other with the duller segment being the last region to fracture. Some surfaces exhibit significant marring across the entire fracture surfaces. Beach marks are present and readily discernible on some of the surfaces. Beach marks indicative of fatigue failure. Some of these failures are just above or below attachment locations which are determined via lock screw markings on the rod surface. The cause for the rod failures is believed to be related to fatigue loading conditions with proper fusion not obtained over approximately a year long period. Review of device history records is not possible without lot identification, which was not provided nor could it be obtained from the pieces of the product returned. Two-year complaint history review (9.8.2021-9.8.2023) found this to be the only report of fracture for this part number. No corrective actions are being recommended currently. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2023-00045-1 / 00046-1).

Event description:
It was reported that the patient was originally implanted approximately one year ago. Subsequently, patient presented with pain and a revision was performed in (B)(6) 2023 to address broken rods on a thirteen level construct. There was no report of trauma.

Manufacturer narrative:
H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2023-00045 / 00046).

Event description:
Two broken straight cocrmo rods, 5.50 x 500mm (39-sc-5500) were returned indicating that both broke in the patient a few months post-op. Attempts to obtain further details have been unsuccessful to date.